Event description:
It was reported that during a stent placement procedure in the superficial femoral artery via a contralateral approach, the stent allegedly elongated. There was no reported patient injury.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the lifestent solo vascular stent system products that are cleared in the us. The 510 k number and pro code for the lifestent solo vascular stent system products are identified. Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the physical device was not returned for evaluation. No images were provided for review. Based on the information available the investigation is closed with inconclusive result for stent elongation during deployment. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use describes holding and handling of the system throughout deployment, in particular the instructions for use state: 'gently hold the stability sheath at or proximal to the orange marking and maintain it straight and under tension throughout the procedure.', 'prior to stent deployment, remove slack from the delivery system catheter outside the patient.', and 'stent elongation or stent foreshortening are potential consequences as a result of not following the deployment instructions for use.' Furtherly, the instructions for use state: 'do not constrict the delivery system during stent deployment.' Medical device expiration date: 12/2022.